Event description:
It was reported that the neptune rover with smoke evac and power pole kept turning off at the user facility, resulting in a 30 minute to 1 hour delay. How the issue was noticed, medical intervention and adverse consequences are unknown. Additional information has been requested from the user facility.

Event description:
It was reported that the neptune rover with smoke evac and power pole kept turning off at the user facility, resulting in a 30 minute to 1 hour delay. How the issue was noticed, medical intervention and adverse consequences are unknown. Additional information has been requested from the user facility.

Manufacturer narrative:
The field service technician was not able to confirm the reported event as the device was not made available for him to evaluate when he was at the account.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.